Event description:
It was reported that during a laparoscopic inguinal hernia procedure, the clips did not close all the way. They had to take a new device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.